Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three on the home choice (hc). The home patient (hp) was connected at the time of the event. The nurse stated there was air in two on the unused lines in the organizer. The nurse stated the clamps appeared to be closed but they did not set the hc up so they did not know for sure. The technical service representative (tsr) advised the nurse to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.